Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen post-operatively in (B)(6) 2011. MRI testing was completed to determine if the patient had endometriosis. In (B)(6) 2011, the patient reported pain during intercourse. The patient has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.